Event description:
This is a male patient who presented as a level ii trauma status post fall 15 steps onto concrete steps. Total hospital stay was over 2 months in length. He was transferred from an outside hospital, with diagnosis of basal skull fracture, subdural hematoma, subarachnoid hemorrhage. He presented to the hospital on a cardene drip. He was intubated at an outside hospital. Glascow coma scale of 5 at scene. He received dilantin at the outside hospital and vecuronium during transport. He underwent imaging studies which showed a subdural hematoma, right occipital fracture, left maxillary sinus fracture and basilar skull fracture. He was reintubated by anesthesia in the trauma bay and was transferred to the trauma ICU. Neurosurgery consult was called. He underwent placement of a licox and icp (intracranial pressure) bolt one day after admission. He was maintained in the ICU. He had significant head trauma and facial fractures. He underwent a computed tomographic angiography of the head and neck. Status post removal of the icp bolt and multiparameter monitoring oxygen and icp channel catheter(licox), a CT w/o contrast revealed a small retained metallic fragment related to the tip of the bolt in the right frontal lobe. Density studies determined the fragment was not bone or tissue. It is believed to be a portion of the licox catheter.